Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected error test. No prime/fill anomaly noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. Customer blood glucose reading was 134 mg/dl. Customer stated the insulin pump was not able to exit the loop. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. The customer was advised to hold down the act button until receiving a second series of beeps. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.